Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the 2.8 mm percutaneous drill bit f/lcp® pl qc/200 mm/100 mm calibration (part # 324.214, lot # l984829, mfg # 10-aug-2018) was received at us cq with the distal drill bit very dull to the touch. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was completed, the outer diameter of the shaft, measured and is within specification based on relevant drawing. Document/specification review: the relevant drawing(s) was reviewed; conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part: 324.214. Lot: l984829. Manufacturing site: bettlach. Release to warehouse date: 10. Aug. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID also reported as (B)(6). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a brand new percutaneous 2.8 calibrated drill bit was not able to drill even into osteo product bone and went with an unknown standard 2.8 drill bit during an unknown procedure. It was drilling easily so as the defective drill. There was a surgical delay of up to one (1) minute. The procedure was successfully completed. Patient outcomes is unknown. Concomitant devices: standard 2.8 drill bit (part: unknown, lot: unknown, quantity: 1). This report is for a 2.8mm percutaneous drill bit. This is report 1 of 1 for (B)(4).